Event description:
A report was received that during reprogramming, high impedance was noted on the lead. Explant procedure was done wherein new ipg was implanted. The patient was reportedly doing well after the procedure.

Event description:
A report was received that during reprogramming, high impedance was noted on the lead. Explant procedure was done wherein new ipg was implanted. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Additional information was received that no further course of action will be taken for the defective lead. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The device exhibits normal device characteristics. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during reprogramming, high impedance was noted on the lead. Explant procedure was done wherein new ipg was implanted. The patient was reportedly doing well after the procedure.